Event description:
It was reported that the patient was having difficulties charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022.